Event description:
A report was received that during a permanent implant, after performing laminectomy, the physician noticed a slight dural tear prior to inserting the lead. Dura seal was done by the physician and closed it with suture. The physician believed the dural tear to be procedure related and believed that the patient's anatomy and condition left her predisposed to dural tear. The patient was hospitalized overnight for observation.

Event description:
A report was received that during a permanent implant, after performing laminectomy, the physician noticed a slight dural tear prior to inserting the lead. Dura seal was done by the physician and closed it with suture. The physician believed the dural tear to be procedure related and believed that the patient's anatomy and condition left her predisposed to dural tear. The patient was hospitalized overnight for observation and was reportedly doing fine.